Manufacturer narrative:
Complaint (B)(4). Retrospective filing received 25pcs 454247p/b180835b for evaluation. We have no further complaints on the material/batch. We have no further inventory of the material/batch. Customer returned samples were visually and functionally evaluated (filled and centrifuged at 1800g for 10min (minimum of recommended conditions)). No deviations related to the reported issue could be observed in the samples, no deviation with the function of the gel barrier could be observed. The alleged malfunction could not be confirmed.

Event description:
Customer state with centrifugation the gel rises to the top covering the entire sample. All incidents involved inpatients; diagnosis unknown.